Event description:
It was reported that during follow up in the clinic, oversensing noise was noted on the right atrial (ra) lead and resulted in automatic mode switch (ams) episodes. The noise was not reproducible with isometric exercises. The physician elected to monitor the lead, no changes or interventions were reported. The patient condition was stable.